Event description:
It was reported that the patient developed exposure of the tape following a sling procedure in 2007. A vaginal erosion under the uretha occurred. This was discovered on post-operative day 30, during the post-operative visit. The patient was always continent. A re-operation occurred the following month, where the surgeon "closed to cover the prosthesis."

Manufacturer narrative:
Date sent to the FDA: 7/27/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.